Event description:
The customer reported that she was in a car accident and the insulin pump was damaged. Troubleshooting was performed. The customer stated that the insulin pump was cracked right above upper left hand corner of the display and it goes back toward the battery. Days later, the husband reported that his wife was hospitalized for low blood. The husband stated that the customer was the driver and her glucose level was low, which may have caused the accident. It was also stated that the customer was not coherent. The paramedics were called, treated her, and then they took her to the hospital. Her blood glucose level was 180mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a crack on the upper left corner of the case near the liquid crystal display window.